Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found a cut in blue cuff in photo 3 and a cut in the blue cuff was found on the sample. Functional testing found a leak was detected in blue cuff. The root cause of the reported issue could not be determined as controls for detection were verified to detect leaks.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found a cut in blue cuff in photo 3 and a cut in the blue cuff was found on the sample. Functional testing found a leak was detected in blue cuff. The root cause of the reported issue could not be determined as controls for detection were verified to detect leaks.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample and three (3) photos were received for evaluation. Visual and functional testing were performed. Visual inspection found a cut in blue cuff in photo 3 and a cut in the blue cuff was found on the sample. Functional testing found a leak was detected in blue cuff. The root cause of the reported issue could not be determined as controls for detection were verified to detect leaks.